Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The data presented in the aged article, ¿postoperative tonsillectomy bleed: coblation versus noncoblation,¿ did not provide insight or relevance to current clinical outcomes for the device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and IFU/device labeling review could not be conducted. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Divi v, benninger m. Postoperative tonsillectomy bleed: coblation versus noncoblation. Laryngoscope. 2005 jan;115(1):31-3. Doi: 10.1097/01.mlg.0000150682.62517.0e. Pmid: 15630361.

Event description:
It was reported that on literature review ¿postoperative tonsillectomy bleed: coblation versus noncoblation¿, after surgery with coblation ent device, eight patients were bleeding. The patients required operative intervention. No further information is available.